Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the intermittent lamp lighting error (e103) and the xenon lamp not turning on was a defective power supply, while the cause of the low light with the emergency lamp and the weak igniter was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, an intermittent lamp lighting error (e103), a xenon lamp not turning on, low light with the emergency lamp, and a weak igniter were observed. The service repair technician assessed the condition and determined that the intermittent lamp lighting error (e103) and the xenon lamp not turning on were most likely due to a defective power supply, while the low light with the emergency lamp and the weak igniter were due to component failure. There was no patient involvement.